Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 4p.m intra-aortic balloon (iab) therapy started. The patient was transferred to ICU and therapy continued normally. On (B)(6) 2017 at 8a.m., it was found that the sensor pressure disappeared, but external pressure appeared instead. It was found that sensor pressure input was not provided and it was unusable. At 10:25a.m., removed iab and discontinued therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the inner lumen within the membrane approximately 19.3cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 4p.m intra-aortic balloon (iab) therapy started. The patient was transferred to ICU and therapy continued normally. On (B)(6) 2017 at 8a.m., it was found that the sensor pressure disappeared, but external pressure appeared instead. It was found that sensor pressure input was not provided and it was unusable. At 10:25a.m., removed iab and discontinued therapy. No patient injury was reported.